Event description:
It was reported that a user could not pair a dexcom g6 continuous glucose monitor (cgm) sensor to the ilet while concurrently using a dexcom receiver, and the agent advised shutting down the receiver and reattempting pairing by toggling cgm settings and entering the provided pairing code and transmitter serial number. No adverse clinical symptoms reported. Outcomes included a temporary interruption of automated insulin dosing guidance until cgm pairing resumed with no health impact. User support included remote troubleshooting and user education on device setup and wireless connectivity management. Investigation of this case revealed that simultaneous pairing with a dexcom receiver interfered with bluetooth communication to the ilet, leading to failed cgm pairing and absence of glucose data. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to incompatible concurrent connections and resolved by disabling the receiver and re-pairing the cgm.